Event description:
The technician alleged the brake casters would swivel when the brake was engaged. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.